Event description:
It was reported that a large volume infusor had a black mark on its reservoir. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information added. The lot was manufactured december 5, 2014 ¿ december 8, 2014. The device was visually inspected for particulate matter at the baxter dublin compounding center. Visual inspection verified a black mark on the reservoir. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.